Event description:
Additional information was received that no pre-implant balloon aortic valvuloplasty (bav) was performed, and a non-medtronic guidewire was used for the implant procedure. Prior to the valve dislodgement, the deployment starting point was at the bottom of the pigtail catheter . The implant depth was ¿ 3 millimeters (mm) on the non-coronary cusp and -5--6 mm on the left coronary cusp . Subsequently, the valve dislodged approximately 3-4 nodes within the lvot. Severe, central aortic regurgitation occurred due to dysfunctional leaflets causing back flow into the left ventricle. Furthermore, the patient¿s blood pressure crashed, and an attempt was made to snare the dislodged valve but was unsuccessful. It was reported that the lack of calcium build up may potentially have caused the valve to slide down from the intended position as the native annulus and lvot were similar in size. The patient remained unstable, so a new valve was prepped and successfully implanted. The patient was stable following the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. Added annex e code low blood pressure/hypotension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: a media file was provided for review of the event description above which provides depth assessment in the left anterior obilique (lao) view only, and depth was approximately 5mm at the left coronary cusp (lcc). Of note, medtronic recommends a target depth of 3 millimeter (mm). Recapture is recommended if depth <(><<)>1mm or >5mm. Per medtronic best practices, depth assessment at the non-coronary cusp (ncc) is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. In this case, proper depth assessment at the ncc was not provided for confirmation; however, it was reported to be 3mm. Additionally, it was reported that forward pressure could have contributed to valve dislodgment. Medtronic recommends ¿s light forward pressure¿ and very slow deployment during the final release. The amount of pressure applied by the implanted is undetermined. Transesophageal echocardiogram (tee) video clips were provided. No dicom images not provided. Very deep implant. Evolut lea flets appear intra-annular. Impingement of the anterior mitral valve leaflet. Severe mitral regurgitation. Only one image provided with color flow doppler. Mild central aortic regurgitation. No paravalvular leak (pvl) seen on this one image but need more views to accurately assess. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: upon review of the information provided, the primary event of severe central aortic insufficiency (ai) due to dislodgement of the fx valve into the left ventricular outflow tract (lvot) leading to hemodynamic compromise, cardiopulmonary resuscitation (CPR), extracorporeal membrane oxygenation (ECMO) and unplanned intervention (2nd valve placement), is assessed as likely related to the 1st fx valve. Of note, the patient had a lack of calcium and the annulus and lvot were similar in size and the depth of implant was approximately 5mm at the lcc. Medtronic recommends a target depth of 3mm. Recapture is recommended if depth <(><<)>1mm or >5mm. In this case, proper depth assessment at the ncc was not confirmed, so depth at the ncc prior to release is unknown. The adverse events rev iewed in this medical safety assessment are known potential risks associated with the implantation of the fx valve. The reported harms and severities are documented in the risk files and instructions for use. No further safety assessment is required at this time. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. As reported, the valve dislodged due to forward pressure from the operator, and lack of calcium. However, a conclusive cause could not be determined. Dislodge events are typically not related to a device malfunction. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause of the aortic regurgitation could not be determined from the limited information available. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. However, a conclusive cause could not be determined from limited information available. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, upon deployment, the valve dislodged due to forward pressure from the operator, and lack of calcium. It was noted that the valve was 15 percent oversized. Following the valve dislodgment, the valve was deep in the left ventricular outflow tract (lvot). Subsequently, wide-open aortic insufficiency was observed, and the patient¿s hemodynamics crashed. Cardiopulmonary resuscitation (CPR) was performed. Simultaneously, a second valve was placed. Upon implanting the second valve, the patient stabilized, and the aortic insufficiency resolved. The patient was placed on extracorporeal membrane oxygenation (ECMO) due to oxygen saturation levels and pre-existing severe mitral regurgitation. It was noted that the second valve was not impinging the anterior mitral valve leaflet but was in greater contact compared to if the valve was properly placed at the level of the annulus. Additionally, it was reported that there were no issues with the valve load, or the delivery catheter system (dcs) functionality during the deployment. No additional adverse patient effects were reported.